Event description:
It was reported to our sales rep during the procedure, it was observed that the surgeon used the target device. During this, the surgeon determined that there was a failed drilling. A replacement was available and the surgery was completed. Further, the surgeon reported that this happened several times.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.